Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, with the capsule fully closed, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The device was returned with the deployment knob components intact. The deployment knob components were not loose upon return. The distal edge of the capsule seats flush against the catheter tip when fully advanced. A piece of polymer material appears to be raised along the distal end of the capsule. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob on this device broke as the capsule was being opened prior to flushing the device during set up. The dcs was returned for analysis; the handle appears intact, and the deployment knob components were not observed to be loose. All mechanisms for capsule motion functioned as intended. The complaint of deployment knob separation cannot be confirmed given the analysis results. The analysis also found a gouge on the capsule where the polymer appeared to be sliced. Given the reported information, the source of this damage appears to have occurred during the return process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the deployment knob broke as the system was being turned to open the capsule prior to being flushed. The device was not used for implant and had no patient contact. The same valve was loaded into a different dcs and was successfully implanted. It was also reported that there was no damage to the capsule, it had not been in contact with any sharp objects and had remained inside the tray. No adverse patient effects were reported.